Event description:
The patient's mother reported that the pump insulin: carbohydrate calculation to determine insulin dosages was not functioning properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release.